Event description:
A unix revision case with surgeon (B)(6). He used the tibial tray impactor 4530-0000 to remove the existing unix tibial tray. Once the unix tibial tray was removed the surgeon was unable to loosen the tibial tray impactor, as a result of trying to loosen he managed to break the screw driver shaft 2107-2014.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.